Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient was trying to increase stimulation, but their patient programmer (pp) wouldn't let them; they could decrease, but couldn't increase. During the call, they confirmed that stimulation was off, doesn't recall turning stimulation off, and didn't know it was off. Consumer noted that they haven't used their device in a long time, but thinks stomach swelling could be related to the device being off since it started a few days ago. The patient said the swelling could also be due to a miscarriage that they had (miscarriage is not related to device/therapy). During the call, they were successful in turning stimulation back on to a comfortable level. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.